Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site experienced an unexpected shut-down on their navigation system when they were adjusting the power cord. No further details regarding this problem were provided. There was no patient present when this issue was identified.